Event description:
The customer reported the ventilator restarted and then went vent inop while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. Review of the device diagnostic log history indicated a ventilator restart occurrence. Performance verification testing was completed and tests passed per operating specifications.